Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in-clinic with a ventricular tachycardia event stored from (B)(6) 2020 that was not treated by their implantable cardioverter defibrillator due to a supraventricular tachycardia misdiagnosis. The episode eventually subsided on its own. Programming changes were made to address the issue on (B)(6) 2020. Patient was stable after the event.